Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on august 26, 2024. With lot number 1385031. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as fold flaw opening and missing shell observed assessed as inconclusive. As per the investigation procedure, creases, wear abrasion and non-penetrating nick¿¿were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. Device was explanted.